Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR number: 1627487-2017-04145 and 1627487-2017-04146. It was reported the patient experienced a pulling sensation and overstimulation when getting out of a chair. The stimulation then stopped. An impedance check revealed high impedances. Disconnections were found between the lead and the extension as well as the extension and ipg due to the extension being too short. As a result, the extension was explanted and replaced with a different model on (B)(6) 2017. The issue was resolved.